Event description:
Md scheduled procedure as a thermal balloon ablation -- intrauterine. Device did not keep pressure according to parameters of the thermal balloon to establish a proper start of ablating. Another device was opened with the same issue. The charge nurse was then called to operating room to assist troubleshooting with the surgeon. A third device was then opened and used without incident. (B)(4).